Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 120 mg/dl. Customer stated that the buttons are getting stuck and she is now unable to push any buttons. Customer stated that this happened last summer and her pump was replaced. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.